Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the luer adapter was slightly crooked. The collar of the luer was microscopically inspected, which, revealed solvent residue. The reported condition was verified. The cause of the damaged luer was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue protection cap of an interlink basic vented set was melded to the connector and unable to be removed. This resulted in the inability of the male luer lock to screw into the port primary line. Patient involvement and the step of setup or therapy during which this occurred are unknown. No additional information is available.